Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (still implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Patient yob (B)(6). Concomitant products: echo bi-metric hip system lateralized femoral stem p/n 192113 l/n 725430; g7 pps acetabular shell p/n 010000663 l/n 3616409biolox delta cermic liner p/n 110003626 l/n 3493620. Report source - (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-05236, 0001825034-2017-05237. Still implanted.

Event description:
It was reported that patient developed a superficial skin infection 12 days post-implantation. Attempts to obtain additional information have been made; however, no more is available.